Event description:
The pump was programmed for units/kg/hour for heparin at therapeutic dose. The patient was not to exceed 1800 units per hour. The rate limits were not in the pump in this mode and the dose exceeded the limits. The abbott pumps default to units/kg/hour when heparin is chosen in therapy mode. The nurse has to scroll down to find the correct dosing. Patient received initial therapeutic dosing at 1900 units per hour.